Event description:
The sales rep reported that during a knee surgery that the inserter of the customer's healix advance peek 4.5mm anchor broke inside the anchor when the anchor was being inserted. The sales rep reported that the bone quality was very hard and the surgeon had to use a lot of torque to insert the anchor deep enough into the bonehole and on the last turn the metal tip of the inserter broke inside the anchor. The sales rep confirmed it had broken flush with the base of the anchor and there was no metal protruding from it. The sales rep reported they attempted to remove the metal piece from inside the anchor but could not. The surgeon completed the procedure with the anchor with no patient consequences but with a five minute delay. The sales rep reported that the surgeon was satisfied with the fixation. Additional information received by mitek complaints on 10-8-14: the sales rep called back to confirm that the anchor was not left proud.

Manufacturer narrative:
The complaint device was not returned. Without physically evaluating the device, a root cause for the reported failure cannot be determined. However, there is indication in the event that use of excess force and hard bone quality may have contributed to the failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot that were released to distribution. At this point in time, no further action is warranted based on the overall complaint rate for this failure. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.